Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and showed p/n 03.010.438s is made from tabulated drawing 03.010.437, revision 'c', released january 10, 2012. This complaint is a known issue and is being addressed on stock hold/stock eval (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.

Event description:
It was reported during a procedure that two protective sleeves with the same lot number packaged and labeled as 14.5mm were discovered to be 12mm sleeves and were labeled as such on the inner packaging. The surgeon used a package labeled 12mm sleeve to complete the procedure. The mislabeled product was disposed. There was a 5 minute delay in the surgery. This is report 1 of 2 for complaint (B)(4).